Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. On or about (B)(6) 2001, plaintiff presented for surgery to treat stress urinary incontinence and/or prolapse. Atrium prolite mesh was used. On the same day the patient underwent additional surgery, including implantation of the y sling, designed, manufactured and sold by ams. Subsequent to the surgeries, plaintiff developed significant injury, including but not limited to, one or more of the following injuries; pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion. These injuries are continuing and require ongoing medical care and may require additional surgical intervention. Since this is a legal matter, the case has not been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/ client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the MFR. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided. The IFU was reviewed for this event. The device is indicated for hernia repair and has not been tested for pelvic organ prolapse. With the limited details and the very low rate of occurrence, no action will be taken at this time. Complaints are monitored and trended and any increase in similar reports will be assessed for possible action. This report is based upon allegations made in a lawsuit in which atrium medical is named defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit and described herein are or were defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.